Event description:
It was reported that the physician received an alert in latitude that the cardiac resynchronization therapy pacemaker (crt-p) switched to permanent safety mode. The physician contacted the patient to ask how they were feeling, the patient said they felt lightheaded earlier in the morning. Due to the symptoms and the patient being dependent on their crt-p, they were instructed to go to the emergency room for further testing. Upon interrogation of the device fault code 0xa was noted. Which is indicative of safety mode. The patient remained in the hospital for observation overnight until the crt-p could be replaced. Subsequently, a revision procedure was performed and the crt-p was replaced without difficulty or complication. Lead testing was performed post generator change out prior to closure to verify connections and lead integrity due to the inability to check prior to the case. All lead values were in line with historical trends. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that the physician received an alert in latitude that the cardiac resynchronization therapy pacemaker (crt-p) switched to permanent safety mode. The physician contacted the patient to ask how they were feeling, the patient said they felt lightheaded earlier in the morning. Due to the symptoms and the patient being dependent on their crt-p, they were instructed to go to the emergency room for further testing. Upon interrogation of the device fault code 0xa was noted. Which is indicative of safety mode. The patient remained in the hospital for observation overnight until the crt-p could be replaced. Subsequently, a revision procedure was performed and the crt-p was replaced without difficulty or complication. Lead testing was performed post generator change out prior to closure to verify connections and lead integrity due to the inability to check prior to the case. All lead values were in line with historical trends. No additional adverse patient effects were reported.